Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the es fridge had failed to be detected by the bus. A field service engineer turned off the station and waited for about 20 minutes before turning it back on. The fse then confirmed that the fridge was able to detect the bin by checking the serial numbers of the bin¿s control board. The fridge worked normally after the station was turned on and the issues were fixed. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator door was not opening. The customer stated that they were able to get medications from another station and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.